Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed. The noise was unable to be reproduced with pocket manipulation and isometric testing, but it was reproduced with deep inspiration. Programming changes were made.